Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there were 3 electrodes with out of range impedances, greater than 40,000 ohms. The rep reported that the patient had fallen a few times but had no dates of the falls. The rep noted that the programs were not on those electrodes, so no changes were made with programs. The issue was not resolved. No further complications were reported.